Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac troubleshooted with customer and verified one of the bnc connectors on the wall plate was loose. The wall plates have five bnc connectors and s-video. The other four bnc connectors were in good shape, and they are only using one for an hd-sdi cable. Moved the hd-sdi cable on the monitor side and the cv-190 side to another bnc connector and tested successfully. Tac reviewed with the customer that they still have three more backup bnc connectors if needed and they could have their biomed either look at replacing the bad bnc connectors in the wall plate or get a new wall plate if needed in the future. The customer reported the device was working as it should and will not be returned to olympus for repair. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported that when preparing the evis exera iii video system center for use, an black image occurred on the monitor when moving the connection on the wall. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the video connectors being loose. Olympus will continue to monitor field performance for this device.